Manufacturer narrative:
Added information to h6. Calcific degeneration involves the gradual accumulation of calcium deposits on the valve leaflets. It is a disease continuum from sclerosis to chronic inflammation that leads to leaflet calcification. These calcium deposits, over time, cause the leaflets to become rigid and less flexible, which can account for failure modes such as stenosis and regurgitation. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A DHR review is unable to be performed because serial number remains unknown. The most likely cause is patient factors, including dialysis.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm 11500aj aortic valve underwent a valve-in-valve procedure after an implant duration of approximately five (5) years due to aortic stenosis, structural valve deterioration, and leaflet calcification. The patient experienced difficulty undergoing dialysis and presented with dyspnea. The tavr procedure was perform with a 23mm sapien3 ultra resilia valve successfully. The patient is in the hospital with stable condition. Patient outcome was reported as under treatment. There was no allegation of device malfunction. The doctor commented that he believed that leaflet degeneration due to calcification led to the event because the patient was undergoing dialysis.